Event description:
IV catheter did not give initial flashback of blood into chamber. Rn removed needle as to remove the IV and try again and when the needle was removed, blood filled the chamber and line. IV was in fact in the vein but blood flash was occluded by IV needle. This has occurred with numerous ivs of the same and manufacturer. This is the same issue that we have experienced with the bd nexiva 24g ivs. Manufacturer response for nexiva, bd nexiva closed IV catheter system dual port 22 g (per site reporter). One on one meeting with materials management and bd leadership.